Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: when reporting the incident to my boss, the proximal position of the needle finally withdrew into the safety mechanism as designed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 04-nov-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed unit of a 22gx1.00in insyte autoguard device from lot number 2158993 for the investigation. Through the visual inspection of the unit, the device displayed traces of media indicating use. Removal of the cap exposed a needle that is broken in the catheter, the other half of the needle can be seen lodged in the needle cap. The catheter shows some deformities where the break occurred. The reported issue of a broken needle was confirmed. Based on the timeline of events and the condition of the returned sample, it appears that the damage occurred during use. No damage associated with the manufacturing process could be identified on the returned 22g insyte autoguard device. A functional test of the safety mechanism revealed nothing remarkable. The threading difficulty and retraction from the patient could not be replicated with the returned sample, but may have been associated with the damaged/broken needle. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: when reporting the incident to my boss, the proximal position of the needle finally withdrew into the safety mechanism as designed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.